Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Their blood glucose levels reached 260 mg/dl.

Manufacturer narrative:
The device was received fully deployed. The device completed the priming sequence in an expected number of pulses, and it was deactivated at 408 pulses. The data demonstrates that the device delivered boluses, indicating the device was used by the user. No issues capable of preventing the deployment of the needle were observed.